Event description:
Meter name: one touch ultra. Strip name: one touch ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: passed out, incoherent, and flared pt's arms. A patient reported they were treated by emt. Their meter allegedly would only prompt error 2 message. The result on their meter was 111 mg/dl, unknown when tested. The result on the emt meter was 25 mg/dl. There was no comparison. Treatment was glucose. No further information has been reported.